Event description:
On (B)(6) 2011, the patient/lay-user's father contacted lifescan (lfs) alleging that his son was experiencing a 'hi' message and an inaccurate high issue with his one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(4) 2011 and obtained the following information. The patient's mother informed this mss that the incident began on (B)(6) 2011 at 5 am, when her son came into the room and stated he was 'not feeling right' and he was feeling 'uneasy and low'. She reported not testing him right away, but immediately treating him with 2 juice boxes. The patient's mother reported that 'shortly' after he finished drinking, they tested his glucose with the subject meter and obtained a glucose result of 'hi mg/dl' and '486 mg/dl'. She could not recall what kinds of results were obtained the day before the issue began. She stated that not knowing the significance of the 'hi' (per the owner's manual it's a value over 600 mg/dl) at that moment, they went ahead and treated him by using the result of '486 mg/dl'. The patient's mother stated that her son tests his glucose 7x/day and manages his diabetes with insulin (pump) and due to the alleged issue he received a 10.6u dose of humalog (insulin). She claimed about 'a little after 6 am' after the alleged issue started, he was complaining that we was still feeling 'low, shaky and uneasy'. She reported 'right away' testing his glucose with the subject meter again and obtained a glucose result of '390 mg/dl'. She reportedly grabbed another glucose meter and tested him within a few minutes and obtained results of '58 and 50 mg/dl'. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's mother confirmed that after they realized the subject meter was reading inaccurately high, they treated him based on the glucose results obtained from the other meter. She reported that in response to his symptoms he self treated with milk and crackers, and 'a little before 7 am' he went back to sleep and by 8:30 am he was 'ok' and went to school. During the initial call with customer service, the agent noted while troubleshooting the inaccuracy that the patient had been using the correct unit of measure set in the meter and the correct unexpired test strips. In regards to the 'hi mg/dl' issue, the patient's father was provided training and education about the significance of the result. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims her son obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (11/10/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. The patient returned a different vial of test strips (lot number 3111208). On (B)(6), 2011 the test strips (lot number 3111208) have passed all testing with no faults found. Lifescan (lfs) has requested the return of the test strips (involved with this complaint) for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.